Manufacturer narrative:
(B)(4). This lot was manufactured between april 14, 2011 and april 15, 2011. During evaluation visual inspection noted a leak at the welded area of the volume indicator port located inside the housing. The cause of the problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During the evaluation of an infusor elastomeric device, a leak was observed at the welded area of the volume indicator port located inside the housing. This was observed outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the leak issue. Should additional relevant information become available, a supplemental report will be submitted.